Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per subsequent email, the translated medical report provided was reviewed. However, the limited information provided is insufficient to confirm the reported post-op wound infection. Additionally, it was reported no additional medical information would be provided. Without the relevant clinical information, a thorough investigation cannot be rendered. Should any additional clinical information be provided this complaint would be re-assessed. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of complaint history did not reveal additional complaints for the listed batches for the same failure mode. A review of the manufacturing records for the listed batches did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the sterilization records revealed the batches were sterilized with normal parameters. Infection is a potential complication associated with any surgery. Some potential probable causes could include but are not limited to contamination, patient reaction, and a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that two days after primary knee replacement discharge, patient returned to the hospital with surgical infection with follow-up of 8 days of hospitalization.